Event description:
It was reported that, loss of capture was observed on the left ventricular (lv) lead. Lv lead dislodgement was suspected but this was not confirmed. The lv lead was successfully repositioned to resolve this event. The patient was stable.